Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08429. It was reported that the patient had lost stimulation on the left leg and had inadequate pain coverage on the right leg. All contacts had invalid values on the left lead. The right leg had invalid values on all except two contacts. An x-ray revealed possible kink on the left lead near the anchor. The physician was discussing possible lead revision or replacement with the patient. No further information is available at this time.